Event description:
Initial information received 2019/6/13, the o instrument set of loaner was out of order and no preparation on the day of operation. The operation is postponed. On 2019/6/14 additional information received from sr. After an anesthesia, this out of order was confirmed by the sr and the procedure was postponed another day. Update: "further information received from sr, it was caused by dealer's delivery error. No stryker¿s issue. Stryker side has no fault. It occurred because the dealer accidentally delivered only one. Stryker was delivering to the specified location without problems." Update: "yes, patient under anesthesia, postponed due to forget to deliver a instrument by dealer. No stryker issue. Another day was treated by surgically."

Manufacturer narrative:
Additional information: executive summary updated. An event regarding non functional involving an unknown instrument set was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: it was reported by the surgeon that this event was caused by dealer's delivery error; dealer accidentally delivered only one. Stryker was delivering to the specified location without problems. No further investigation for this event is possible at this time as no instrument and/ or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Initial information received 2019/6/13, the o instrument set of loaner was out of order and no preparation on the day of operation. The operation is postponed. (B)(6) 2019 additional information received from sr. After an anesthesia, this out of order was confirmed by the sr and the procedure was postponed another day.